Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe plunger was found deformed when removing it from the packaging. The following information was provided by the initial reporter, translated from french: "when opening the packaging of the syringe, realised that the plunger is deformed"

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 02-jan-2023. H6: investigation summary: one sample was provided to our quality team for investigation. The product was visually inspected and the stopper was observed to be partially assembled on to the plunger. This can occur due to misalignment during the assembly of the stopper/plunger a device history review was performed for lot 2210087, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. While we could not identify a direct issue, it was determined this incident occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly along with the detection system not properly identifying and discarding the impacted sample. H3 other text : see h10

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe plunger was found deformed when removing it from the packaging. The following information was provided by the initial reporter, translated from french: "when opening the packaging of the syringe, realised that the plunger is deformed."